Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for routine check up. The patient's cardiac defibrillator had a single day recording of an electrocardiogram showing intermittent noise on the right ventricular lead. The noise could not be reproduced in clinic with isometric movement. Low frequency attenuation was programmed off, and the clinic will continue to monitor the patient.